Event description:
The customer reported that intermittently, the first exposure will lock up the system. (Intermittent system lock up). There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the generator interface board's coin battery. The system operates as intended.